Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report. The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
As reported to coloplast, though not verified, the patient with this device experienced dyspareunia, severe pelvic pain, urinary urgency problems, incontinence, scarring and difficulty with daily activities.

Manufacturer narrative:
Correction: device code and investigation conclusion term.

Event description:
Additional information received 02/10/2023 as follows: placement of the altis uretheral sling was performed on (B)(6) 2020. Beginning (B)(6) 2020 continuing through (B)(6) 2020 the patient experienced the following: fever on and off, urinary frequency after surgery, dysuria. Continued urge incontinence and a single episode of blood from the vagina. Recurrent uti¿s treated with doxycycline. Imaging of pelvis with 2d, 3d, 4d was performed. The transobturator urinary mesh is identified at the junction of the upper one third and mid one third of the urethra. There appears to be a twist in the mesh at the right edge of the urethra. Fecal incontinence. Abnormal vaginal discharge, mesh erosion is present at 2 locations on proximal third of vaginal off to the left side, measuring 1mm x 5mm and 2mm x 2mm. Revision of anterior and posterior vaginal mesh, cystoscopy, sling revision under general anesthesia. Sling consists of three portions of mesh-like material ranging from 1.7 to 3.5 cm. A blue suture is identified. A portion of plastic material is identified. Attached to material is tan-brown soft tissues. No additional information was provided.